Event description:
Tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. To address the issue, the customer was instructed by technical support to remove the cartridge from the pump and deliver a 9-unit bolus, which was completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.